Event description:
Olympus reviewed the literature titled "impact of vacuum-assisted mini-endoscopic combined intrarenal surgery for staghorn stones: analysis of perioperative factors of postoperative fever and stone-free status." This retrospective cohort study aimed to evaluate the clinical outcomes of vacuum assisted mini-endoscopic combined intrarenal surgery (vmecirs) for staghorn stones. We analyzed a total of 61 cases treated with initial vmecirs using 14f/16f clear- petra percutaneous sheaths for staghorn stones. We primarily measured complications and stone-free rates (sfrs) to evaluate the safety and efficiency of vmecirs. In addition, pre- and intraoperative factors in patients who experienced postoperative fever >38 c and achieved an initial stone-free status were evaluated. Results: the percentages of staghorn stones were 36.1% and 63.9% for complete and partial stones, respectively. The median stone volume was 8.48cm3. The median operation time was 117 minutes, and the mean number of procedures was 1.54. Regarding postoperative complications, postoperative fever >38c was reported in 18 patients (29.5%). The initial and final sfrs were 50.8% and 91.8%, respectively. Among patients with emerging fever >38 c, positive urine culture was the only significant risk factor in the multivariate analysis (odds ratio [or], 7.500; 95% confidence interval [ci], 1.772¿31.751; p = 0.006). Moreover, for achieving initial stone-free status, body mass index and stone volume were significant risk factors in the multivariate analysis (or, 0.872; 95% ci, 0.776¿0.980; p = 0.021; and or, 0.882; 95% ci, 0.784¿0.994; p = 0.039, respectively). Type of adverse events/number of patients: one patient developed urosepsis (1.6%), for which intensive care unit (ICU) management was required for 3 days.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The event date was reported as the publication date of the literature.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event was likely an accident, or a complication associated with a surgical procedure while using the subject device. There was no complaint reported on the subject device and no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.